Event description:
It was reported that during an unknown procedure, that a couple of clips were placed then the product jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open, open after assisted. The analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed, due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws and a formed clip was present. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.